Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer high blood glucose level was 500 mg/dl. Customer stated that he had a high blood glucose event with blood glucose at 500 mg/dl today with symptoms like nausea and extreme thirst. Customer treated himself with a correction and blood glucose came down to 390 mg/dl. Customer stated that he lived in a boarding house and didn t had money for snacks to treat hypoglycemia and could not afford food or glucose tablets to treat low blood glucose. Customer stated he did not give insulin at dinner or lunch due to fears of running low. Reviewed guidelines for when blood glucose is greater than 250 mg/dl and changing out reservoir, infusion set and insulin if he gives corrections and blood glucose stays same or goes higher. The devices will not be returned for analysis.